Manufacturer narrative:
(B)(4). Evaluation of the returned device found it was fully clip deployed and the thumb advancer had been unlocked and retracted after deployment. The safety release button had been pushed inward out of the retaining tabs and not slid indicating an attempt was made to collapse the vessel locator wings using the safety release button during a difficult removal. Two of the vessel locator ribbons had been broken at the distal retaining ring but still attached to the device at the proximal retaining ring and pusher body bond. All of the vessel locator components were returned attached to the device. The flex-guide was bent, it could not be determined if this occurred during use or during the return process. At clip deployment the vessel locators are designed to automatically collapse and not interfere with clip delivery. Based on the investigational findings, the most probable root cause for the bent and broken vessel locator wings is compaction of subcutaneous tissue between the distal end of the tubeset and the locator wings during thumb advancer deployment. This may create distal forces resulting in bending and breakage of the locator wings and subsequent difficulty with device removal. The most likely root cause for the difficult device removal is related to the operation context during use of the device. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after clip deployment, difficulty was encountered during the device removal. To aide in the device removal, a dilator was inserted into the access ports unlocking the thumb advancer, which released the device from the tissue tract; before the thumb advancer was retracted proximally. When the device was removed, the clip was noted deployed in the intended location and hemostasis was achieved. There were no reported adverse patient effects. Though requested, no additional information was provided.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after clip deployment, bleeding continued. Manual compression was applied to achieve hemostasis. When the device was removed, the starclose se clip was found "caught up" in the exchange sheath. There were no reported adverse patient effects. Though requested, no additional information was provided

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.